Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no reported adverse effect to the customer's blood glucose level. The customer switched to a backup insulin pump for therapy.